Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (will not power on) was confirmed. Upon evaluation, there was a flash memory failure at bga components u102 and u105 on the ca board sn (B)(4). The cause of the inability to power on is the bga failure and liquid contamination on the pca board. The root cause for the flash memory failure could not be positively identified. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective charger.

Event description:
A us distributor reported that a patient's charger would not power on.